Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens and the lens tore. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound. This is one of two lenses for the same patient see MFR report 2023826-2006-01303.

Manufacturer narrative:
Visual inspection of the returned product showed that one lens haptic was torn off along with part of the lens optic and were missing. The aq cartridge-fp was returned and visual inspection shows that there is no visible damage. Clear surgical residue/debris on the product. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.